Event description:
It was reported that during implantation of an onkos custom case, an intercallary fermur reconstruction, two of the three provided cross bolts had fractured/sheared. The lapjoint construct was implanted with one cross bolt instead of two as intended. This event will be reportable to the FDA as a malfunction, as the construct implanted with one cross bolts could contribute to a serious injury in the future. This report captures one of the two cross bolts.